Event description:
Procedure: high anterior resection. According to the reporter: the surgeon performed a high anterior resection which intra-operatively appeared uneventful, however 24 hours post op, the pt was returned to theatre with 1500 mls of blood in the drain. There was a hematoma around the site of the ima the hematoma was reduced and subsequently resolved.

Manufacturer narrative:
(B)(4).